Event description:
It was reported the patient had not recharged the ipg in approximately 2 years due to ineffective stimulation. As such, the patient underwent surgical intervention where only the ipg was explanted and placed. There were no complications during the procedure and the issue is resolved.